Manufacturer narrative:
The insulin pump was received with constant compromised force sensor system error alarm during displacement test due to high motor current draw. There was no cosmetic damage on the insulin pump. The device was unable to perform the basic occlusion, occlusion, priming and excessive no delivery tests due to constant compromised force sensor system error alarm. There was no loud motor noise during the motor rewind sequence. (B)(4).

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 345 mg/dl. Troubleshooting for the alarm was performed. Customer advised that the insulin pump made a louder noise and did not rewind more than 2 seconds. Customer could not recall any significant events leading to the alarm message. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.